Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner is shutting down prematurely was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is use-related. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the unit will not hold a charge. Power supply is plugged in tightly and green light is on but dies as soon as it's unplugged. 05/05/2021 - evaluation confirmed abrupt shutdown.